Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that both output connectors were broken. The hanger was cracked. The main label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of an external pulse generator (epg) was damaged. The device returned into service. No patient complications have been reported as a result of this event.